Event description:
The complainant reported that in 2007, the clinicians were performing a therapeutic radiofrequency ablation (rfa) on a pt (age and gender unk). The procedure was performed as treatment for an adeno carcinoma, of unk origin, in the intraperitoneal area of the pt's abdomen. The procedure was performed percutaneously. When the device reached 140 watts, a warning message was emitted from the device. At this point the physician checked electrode grounding pads. A third degree burn was found on the pt's right thigh under glue area of the pad. The burn measured approximately 2cm. X 2cm. After adjusting the pads, the physician successfully completed the pt procedure. The pt's burn was treated with hydrosorb wound dressing. The pt was discharged from the hospital 2 days later. There was no indication from the complainant of any further adverse effect on the pt as a result of this issue.

Manufacturer narrative:
This device has been received by this MFR, but a physical eval has not yet been performed. At this time we are unable to determine if the device met specifications. The 2007 15-month radiofrequency ablation generator complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. The directions for use for this device warns the user on page 6, paragraphs 1 through 3 state, "surveillance of the dispersive electrodes is essential for safety, especially for lengthy ablations. This should occur at the beginning of the ablation, to prevent burns by early detection of a misapplied electrode. Surveillance is also important during ablation to detect a pad for which the interface quality is compromised, such as in peeling and tenting. To aid detection of poorly adhered or improperly placed return pads, the rf 2000 generator has been equipped with the pad guard current monitoring feature. Each of the four return pads is monitored for current flow. Current exceeding 0.8 amp results in an error message indicating the high current pad (p1, p2, p3, or p4) and halts the generator. Pad guard reduces the likelihood of a skin burn, but does not eliminate it completely. One should monitor both the pad contact and skin conditions periodically throughout the procedure.